Manufacturer narrative:
The customer reported that their AED is flashing red and prompting a battery replace now warning. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is flashing red and prompting a battery replace now warning. They reported that this did not occur during patient use.